Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. If additional information is received a follow-up report will be submitted.

Event description:
The patient was seen post superdimension enb procedure. The patient had an albuterol nebulizer in recovery due to cough. If additional information is received a follow-up report will be submitted.